Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and difficult to advance the guidewire. As received, a complete lead was returned in one piece. The reported event of difficult to advance the guidewire was confirmed. X-ray inspection of the lead found the inner coil was bunched up at the connector region consistent with procedural damage. The guidewire insertion/removal test was not performed due to damaged inner coil at the connector region, as received. The cause of the reported event of difficult to advance the guidewire was due to procedural damage to the inner coil at the connector region. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height of the lead was measured within specification.

Event description:
It was reported that loss of capture (loc) was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. During a revision procedure, the guidewire was difficult to advance through the lv lead so the lv lead was explanted and replaced to resolve event. The patient was stable.